Event description:
Ous MDR - when the lead pin was removed from header, it was observed that the pin came out crooked and attempts to reconnect it were unsuccessful, as it wouldn't go back in. Therefore, it was necessary to replace this lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin as mentioned in the complaint description. The subsequent root cause analysis of the damage indicated, that mechanical forces during the surgery should be taken into consideration. Further inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during the explant procedure. Blood penetrated the lead. In summary, the is-1 connector pin was found to be deformed. The analysis did not reveal any sign of a material or manufacturing problem.